Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve procedure, while inserting instrument through ports, instruments were sticking on the two 5mm trocars that led to breakage the seals of the two 5mm trocars. There was also a leak on the 15mm trocar. While suturing, the surgeon experienced difficulty in loading, toggling and unloading the suturing device. No patient injury.